Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a distal femoral procedure. The surgeon alleges that the wrong femur may have been implanted and requests confirmation that the correct implant was used. Patient x-rays have been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). No devices or photos were received; therefore visual and dimensional evaluations could not be performed. Radiographs received, confirm the reported event. Review of radiographs stated, "left total knee arthroplasty megaprostheses. A right-sided femoral component has been implanted into the left femur. There is varus angulation of the tibia/fibula." Device history record (DHR) was reviewed and no discrepancies were found. Review of the label for this lot confirmed that the device was clearly labeled as a right knee. Review of the complaint history determined that no further action is required. Root cause can be identified as user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.